Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 1 month and one charging cycle was recorded in the ICD's memory. The charge consumption was found to be not in accordance with the battery status eri which was detected on the (B)(6) 2015. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal with amplitude and frequency as programmed. A fibrillation signal was applied and the device started charging the high voltage capacitors as specified. During charging the specified maximum time to fully charge the capacitors was exceeded leading to the detected battery status eri. In the next step, the ICD was opened and the inner assembly was inspected. An external power supply was connected to the electronic module of the ICD to test its functionality. Thereby, the electrical parameters and the ability to deliver therapies was found to be normal and as expected. Furthermore, the battery was sent to the manufacturer for a detailed inspection. The analysis revealed a damaged battery leading to the observed clinical observation. In conclusion, the device was implanted for one month. The damaged battery was found to be the root cause for the clinical observation. The electronic module functioned normally and as expected.

Event description:
Automatic cap reformation on (B)(6) 2015 showed the device reached 20 seconds. Device shows eri. Manual reformation confirmed 20 second time. The device was explanted and replaced.